Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the last bolus delivery and the last basal delivery were on 09-07-2015. The pump successfully completed the 24 hour duration testing; there were no errors, alarms, or warnings that occurred during this time period. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed the delivery accuracy test; no delivery defects were found. The pump was found to be delivering within required range and delivering accurately. The reported complaint was unable to be duplicated during investigation. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.